Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, according to the instructions for use, if the battery voltage drops past the level that triggers the elective replacement indicator, the device data is not able to be read.

Event description:
During follow-up, the device was found at the elective replacement indicator (eri). It was not possible to view the date when the device had reached eri. Device explant was anticipated; there were no signs of premature battery depletion and no adverse consequences for the patient.